Event description:
Cause was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was pt thought their ins was implanted (B)(6) 2024 and right away right after it the pt noticed in 2024 that their ins was not working right. They met with their rep a couple times but their stimulation would go off. Stimulation could go off in the middle of the night. The issue was sporadic but it was getting worse. Pt said the device helped but they could wake up and the thing would be off. Pts rep had trouble programming it and other things were happening, when reprogramming the ins it kept going off so pts rep said to call in and they would replace the controller. Pts ins would show stimulation is off or in MRI mode of it had a mine of its own. The patient was redirected to their healthcare provider to further address the issue. Caller stated the they had met with the patient a while back and pt mentioned having issues with the controller but rep didn't know if it was the controller itself or the recharger. Rep stated that pt notified her that he had called manufacturer to report issue but was told there was nothing that person could do which is why rep was following up.